Manufacturer narrative:
(B)(4). Corega is marketed as super poligrip in the us.

Event description:
Legs amputated [leg amputation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of leg amputation in a (B)(6)-year-old male patient who received corega unknown for product used for unknown indication. Concurrent medical conditions included quadriplegia. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced leg amputation (serious criteria disability and gsk medically significant). On an unknown date, the outcome of the leg amputation was not reported. It was unknown if the reporter considered the leg amputation to be related to corega. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, the consumer reported that he was quadriplegic since 29 years ago and he had his legs amputated 8 months ago. He was retired due to disability. He used two prosthesis and unfortunately he could not afford corega because his salary was unfortunately not compatible. The action taken with corega was unknown.